Event description:
It was reported that the patient received a blood glucose result close to 300 mg/dl at approximately 8:00 a.m. To 8:30 a.m. On (B)(6) 2023. The patient received a blood glucose result of 512 mg/dl around 1:00 p.m. The patient administered a normal amount of 20 units of lantus insulin which was a couple hours later from his normal 10:00 a.m. To 10:30 a.m. Time, and he administered 10 units of humalog insulin per his sliding scale. The patient started to experienced symptoms sometime after 2:50 p.m. The patient's son found him on the floor unresponsive just before 4:00 p.m. The paramedics were contacted and they arrived soon after at an unknown time. The blood glucose result was 21 mg/dl on the paramedic's meter. The patient was treated with dextrose via IV and transported to the hospital. The patient awoke around 5:30 p.m. When he was on the stretcher at the hospital. The hospital continued the dextrose IV treatment. The patient was released from the hospital around 1:30 a.m. On (B)(6) 2023 with a blood glucose result of 146 mg/dl on the hospital's meter.